Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support confirmed the event and recommended reprogramming to resolve the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.